Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit will not alarm when done". The unit was triaged and the reported issue could not be confirmed at this time. External visual inspection did not reveal anything obvious issues. The unit was switched on and the unit powered on with no issues. The unit was connected to a brand new feeding set and allowed to run for more than 30 minutes to reach the steady state. The unit was tested for accuracy using a calibrated measuring cylinder and a stopwatch. The formula used was water. The unit was allowed to run at 140 ml/hr for 30 minutes. The amount of water collected after 30 minutes was 75 ml, which is with in the tolerance limits +-7% (+4% if using water). The unit was then additionally run for more than 7 hours to check for other issues, the unit ran with no problems. The unit was then put through eputil test; the unit passed the test successfully. No further testing was done. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump is running slow. No patient involved.